Manufacturer narrative:
Two actual samples of the reported lot were received at the manufacturing plant for evaluation. A visual inspection was performed and no damage to the connectors were noticed. The samples were found acceptable. In addition, a functional test was performed to the samples with the cycler machine and was completed successfully. No leaks or alarms were detected during the functional test. The reported event could not be confirmed. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak at the junction of the heater bag and cassette during their peritoneal dialysis treatment. The patient attempted to tighten the connection, but the leak would not stop. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient is continuing treatment on the cycler without any issues. It was reported that the patient was prescribed prophylactic antibiotics (ceftazidime 1g; and vancomycin 1g; both injected into a manual bag to dwell for 6 hours). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.